Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, no moisture was found under the display lens, or in the battery compartment. The pump powered on to a clear and legible display. The display was undamaged. The damaged display complaint was unable to be duplicated during investigation. A leak was found in the battery compartment. The pump was opened to find moisture damage on the continuous glucose monitoring board. No intermittent conditions were found on the display flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged with moisture) issue. It was alleged that the display was cracked and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.